Manufacturer narrative:
As reported, ventralex st mesh was torn while placing the suture and mesh could not be fixated. Based on the photo evaluation the mesh appears to be in good condition and there are no tears/rips visible in the photos. As reported the mesh was hydrated 5 - 15 seconds and the sutures were attempted to be placed following hydration. It is unclear if this may have contributed to the issue experienced by the surgeon, as per the instructions-for-use, supplied with the device, the mesh should be hydrated 1 - 3 seconds and the sutures should be placed prior to hydration. However, without having the physical sample to evaluate no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the procedure conducted was an open umbilical hernia repair, during which the mesh was hydrated for a duration of 5 to 15 seconds. Following hydration, the surgeon attempted to position the sutures after the mesh had been inserted through the defect into the abdominal cavity, the mesh tore while placing the suture and could not be fixated. There was no patient injury.